Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was calibrated to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not delivering the set pressure. The device was not in pt use.